Manufacturer narrative:
(B)(4). The customer returned one swg, catheter and lidstock for investigation. Signs of use in the form of biological material were present on the guidewire and catheter body. Visual inspection revealed the guidewire was inserted into the distal lumen. When the guidewire was removed from the catheter, a buildup of biological material exited the distal lumen. The core wire was broken adjacent to the distal weld and the distal weld was missing. Microscopic examination of the exposed distal core wire tip revealed it was tapered and discolored at the point of separation. The proximal weld was present and appeared full and spherical. The distal extension line was kinked near the distal luer hub. The total length of the swg core wire measured 685 mm which is within specifications of 679-687 mm per swg product drawing indicating none of the core wire had separated. The outer diameter of the swg measured 0.850 mm which is wi thin specifications of 0.838-0.877 mm per swg product drawing. The catheter body measured 215 mm which is within specifications of 207-227 mm per catheter product drawing. The outer diameter of the catheter body measured 3.98mm which is within specifications of 3.96mm - 4.06mm per catheter extrusion graphic. The undamaged portion of the swg was inserted into the distal lumen of the catheter to functionally test. The instructions for use (IFU) provided with this kit states, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire." Resistance was encountered as a blockage was detected in the distal lumen. The blockage was cleared by repeatedly flushing the distal lumen with a lab inventory water filled syringe and passing a lab inventory guidewire through the distal lumen. Eventually, a significant build-up of biological material exited the lumen. After the biological material was removed, the swg was passed again and this time, it was able to pass through the catheter with minimal resistance. A manual tug test confirmed the proximal weld was intact. A device history record review was performed on the lot number of the sample received with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire separated was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld and the distal weld was missing. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: guidewire coiled during insertion. Patient condition unknown at the time of this report.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: guidewire coiled during insertion. Patient condition unknown at the time of this report.